Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer (fse) found that there was contamination visible in the reference solution tubing and weighted filter. The fse cleaned and flushed the reference solution flow path and checked instrument adjustments and operation. The customer ran calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and ci results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 125 mmol/l. The repeat result was 138 mmol/l. The initial chloride result was 120.2 mmol/l. The repeat result was 104.9 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The na electrode serial number is (B)(4) and the cl electrode serial number is (B)(4). The expiration dates were requested but not provided.